Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 6 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and swelling. No further patient complications were reported.